Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 50 mg/dl. Troubleshooting assisted customer with programming the transmitter. Customer indicated that they would eat food to bring their blood glucose up. Customer declined high blood glucose troubleshooting. No further details given.